Event description:
During product evaluationm the pump's batteries were found to be damaged. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.